Event description:
It was reported that the patient had a micl 12.6 implantable collamer lens implanted in the os in 2008. As part of the study the patient reported that he was experiencing a lot of glare in low light conditions. The ophthalmic technician in the surgeon office was contacted and stated that this patient is experiencing glare issues at night was due to the size of the patient's pupil and it was not related to the lens. Glaucoma drops were prescribed by the surgeon to aid with this condition. See MFR report # 2023826-2009-00185 for the other eye.

Manufacturer narrative:
Glare - patient experiencing glare.